Event description:
Initial result for a pt magnesium was 4.1 mg/dl. When repeated, the result was 1.8 mg/dl. The incorrect result was not used to guide therapy. The field service representative found the wash cycle was not working properly and repaired the instrument by correcting the wiring.